Event description:
It was reported that a spectrum pump was alarming for a system error 322. There was no pt injury and no further info was provided. An ra has been issued for the return of the pump.

Manufacturer narrative:
MFR ref no.: (B)(4). The pump was evaluated at baxter. The unit was tested for 24 hours with no occurrence of ec 322. A review of the history log confirmed the ec 322 reported symptom. Evaluation was able to determine the cause. When evaluating known contributors to ec 322 it led to the determination that the upper and lower aux were the failing components. As a result the lower aux was replaced.